Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in air/water cylinder, air/water channel and auxiliary water channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign objects in the jet tube, air/water tube, and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. In addition to the reported in b5, the evaluation found: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the scope connector cover unit had a scratch, the plug unit had corrosion due to water leakage. The circuit board unit in scope connector had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to corrosion on plug unit, e216: scope communication error code occurred, the plastic distal end cover had a chip, and the connecting tube was snaking. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.